Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, periodontal disease, bone resorption, peri-implantitis, implant was loose while inserting the temporary prosthetics.